Event description:
The customer reported to customer technical support (cts) experiencing issues with calcium and chloride qc being erratic and noted a leak on the unicel dxc600p synchron chemistry analyzer. The customer stated the spill tray below the ise module was full and a small amount of fluid was noted on the floor. The customer was not aware of any erroneous patient results being generated in association with this event. The customer stated that the leak appeared to be near lines 14 and 18 but was not sure. Cts instructed the customer to lift the ise module and prime in order to isolate the leak, however, no leak was found. Cts generated a field service request which the customer later cancelled because they resolved the leaking and erratic qc. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. On (B)(4) 2012 beckman coulter, inc. Followed up with the customer by phone to inquire if the customer was able to determine the source and the content of the leak. The customer stated that they could not find the source of the leak or the contents. The customer further explained that they replaced multiple lines on the ise module while troubleshooting the issue. No leaks were observed after replacing the lines and qc was within acceptable limits. No cause for the leaking was found.

Manufacturer narrative:
(B)(4).